Event description:
During placement of powerpicc solo catheter, resistance was felt with the introducer. When removed, the introducer tip was found to have split and curled back creating obstruction. No portion appeared to be missing. A new PICC kit was opened and placement was completed without further incident. FDA safety report ID # (B)(4).